Event description:
It was additionally reported that the sound was noticed less than 24 hours after initiation. There was no diagnosis of who risk group 4 or 3 such as avian flu, sars-cov-2 etc. There was no diagnosis of who risk group 1 or 2 (non-infectious substance) like adeno-associated virus (aav) types 1 through 4, clamydiae, e-coli etc.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported an odd noise that sounded like air trying to move through a narrowed space was heard by the extracorporeal membrane oxygenation (ECMO) specialist. Troubleshooting was attempted by removing the water lines, aggressively sighing the sweep multiple times, drawing off the pre- and post-ox pigtails, and changing out the gas line and filter. The only thing that changed the sound was decreasing ECMO flows which caused the sound to get quieter. There was no evidence of any fluid leak such as blood or plasma, or blood frothing or bubbles internally. As the shift progressed the sound became continuous until it was figured out the compressing the belly of the oxygenator near the blood outlet caused the sound to stop transiently. The centrimag settings were 5500 rotations per minute (rpm)s and flow at 5.8 liters per minute (lpm). Laboratory values during evaluation of the noise pre-ox: 7.42/55/42/36/75, post-ox: 7.45/48/219/34/100 and patient: 7.55/38/170/33/100 (all 3 drawn at 18:45 on (B)(6) 2025, just prior to the changeout. Post-ox done earlier in the day after the whistling was noticed was essentially the same as this one). The circuit was exchanged. The patient tolerated the procedure well and this resolved the situation.

Manufacturer narrative:
Section d4: the previously reported lot number was not valid. Device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: no device issues with the centrimag pump were reported or identified through this evaluation. It was reported that the issue was with the oxygenator only, so the centrimag pump was not returned for evaluation. A valid lot number for the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available. No specific device-related issues or adverse events were reported; however, the centrimag blood pump IFU provides a list of adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The oxygenator was ready to ship. This issue was confirmed to be entirely with the oxygenator so the centrimag pump would not be returned.